Event description:
Hill-rom received a report from a hill-rom technician stating the bed is not sending a nurse call. The bed was located at the account in the bedshop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technician found the nurse call not functioning due to it not being activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician activated the nurse call to resolve the issue. Based on this information, no further action is required.